Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 10 previously reported events are included in this follow-up record.   Product return status 10 devices were received.   Event confirmation status 10 reported events were confirmed. Evaluation results 10 devices were found to be affected by internal component corrosion.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 9 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 10 devices were received. Event confirmation status: 8 reported events were confirmed; the cause traced to component failure. 2 device evaluations are still in progress. Evaluation results: 8 devices were found to be affected by internal component corrosion. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 9 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.